Manufacturer narrative:
Additional information: the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor ptfe nitinol guidewire was used during a ureteroscopy procedure. The exact procedure date is unknown, however, it was reported that the procedure was performed in (B)(6)2014. Additional information received on (B)(6) 2014: nothing detached inside the patient.

Manufacturer narrative:
Exact age of patient was unknown but reported to be above 18 years old. (B)(4) for the reported event of distal tip detached exposing the corewire tip. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned guidewire revealed that the ptfe coating was peeled along its body. Complaint is not confirmed the distal tip was not exposed however, the product returned presents ptfe peeling. It is most probable that anatomical/procedural factors could have generated the failure reported. Based on all gathered information, the most probable root cause is operational context. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensor ptfe nitinol guidewire was used during a ureteroscopy procedure. The exact procedure date is unknown, however, it was reported that the procedure was performed in the last week of (B)(6) 2014. According to the complainant, during the procedure, the distal tip detached exposing the metal corewire tip. The procedure was completed with a non-bsc guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal. Additional information received on june 6, 2014: nothing detached inside the patient.

Event description:
It was reported to boston scientific corporation that a sensor ptfe nitinol guidewire was used during a ureteroscopy procedure. The exact procedure date is unknown, however, it was reported that the procedure was performed in the last week of (B)(6) 2014. According to the complainant, during the procedure, the distal tip detached exposing the metal corewire tip. The procedure was completed with a non-bsc guidewire. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be normal.